Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Lead dislodged during implant a few times before it could be successfully implanted. During pre-discharge follow-up on (B)(6) 2020, lead was found to have dislodged. Revision was attempted, but the lead was ultimately explanted. No adverse patient side effects were reported. Should additional information become available, this file will be updated.